Manufacturer narrative:
Device passed displacement test. No physical damage to the insulin pump noted. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not lock anymore, however it manually locks and customer received big bolus without knowing because insulin pump was not locked. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.